Event description:
St. Jude ICD lead was found to have externalization of multiple high voltage conductors between the proximal and distal coils on fluoroscopy. The patient did not have any symptoms indicating a problem, and was scheduled for battery replacement. Externalization was found upon fluoroscopy. Patient tolerated procedure well.